Manufacturer narrative:
Investigation summary: the device was returned for analysis. The balloon was returned with the top portion of the sheath detached at the valve. During media analysis the balloon was found with the top portion of the sheath detached at the valve. Additionally, the catheter was found detached in media and product analysis. The reported event was confirmed. An investigation was opened to determine the root cause of the material separation, in relation to a shelf-life concern, as it was likely traced to the suppliers manufacturing process. The product is labeled with a two-year shelf life and an isolated failure was identified in real time ageing tests. Upon recognition of this issue, a health risk assessment was performed and the risk was deemed to be low. The investigation found that the material separation may be due to slitting in an expanded state, which would increase the likelihood of the tear propagating slightly as it is being slitted. This effect further enhanced with inferior fatigue properties is most likely the root cause of out of box tear failures. Ultimately this failure mode is believed to be multifactorial, related to both a change in the resin when moving to an extruded sheath and the sensitivity of the extruded resin to the slit geometry. This CAPA will reduce the stress concentration at the end of the slit and mitigate, if not eliminate, the issue. The expected impact to safety and performance of this CAPA is to reduce the rate of out of the box failure for sheaths. The investigation to address this problem has been completed. Block h6: impact code f1001 is being used to capture the reportable event of procedure cancelled.

Event description:
Note: this report pertains to one of two bib intragastric balloon systems used in the same patient and procedure. It was reported to boston scientific corporation that a bib intragastric balloon system was used during a procedure performed on (B)(6) 2024. During the procedure the sheath was separating from the balloon. The physician attempted to lubricate the sheath, but it was difficult pass through the esophagus. Upon removal of the balloon, the catheter dislodged from the balloon. The physician attempted to use another device; however, it had the same issue. The procedure was cancelled, as there was no additional devices. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two bib intragastric balloon systems used in the same patient and procedure. It was reported to boston scientific corporation that a bib intragastric balloon system was used during a procedure performed on (B)(6) 2024. During the procedure, the sheath was separating from the balloon. The physician attempted to lubricate the sheath, but it was difficult to pass through the esophagus. Upon removal of the balloon, the catheter dislodged from the balloon. The physician attempted to use another device however it had the same issue. The procedure was cancelled, as there was no additional devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 : impact code f1001 is being used to capture the reportable event of procedure cancelled.